Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 3998 (serial: (B)(6); product type: 0200-lead; date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they recently moved in new york and they have 2 problems. The patient (pt) stated the stim on/off button on the controller has been stuck since about 3 weeks ago when they moved. The pt also stated that no matter where they place the recharger paddle (pt was calling this the antenna), they cannot get the implant to charge. Agent had pt reset the controller and check for damage; no damage to the recharger (rtm) or controller port. Pt saw battery empty recharge the controller message. Pt stated the power supply cord is lost. Agent understood implantable neurostimulator (ins) not charging because the controller is not charged and controller cannot be charged. The patient noted that the leads must have moved because they 'get nothing' in their back, only their butt. Pt stated they were 'put in' for l5 and f1. Pt stated they were told in february that l3 and l4 were ruptured and they just had that 'taken care of'. Pt stated they had the concerns about the leads when ins was replaced. Patient called back stated they have not received the items yet. Patient mentioned they have appointment on (B)(6), 2025 to see their healthcare provider (hcp) regarding not getting coverage.  A replacement controller and ac power supply were sent out.  Patient called back stating they received the replacement controller and ac power supply, but did not receive a recharger and theirs was not working. Patient noted when they could charge it would come on and then wouldn't let them get a reading. Patient noted they had tried sitting up, laying down, and laying on their side. Agent walked patient through setup process and patient then reported battery empty cannot provide stimulation recharge your implanted device. Agent had patient connect the recharger and patient reported recharging excellent with the controller at 90% and ins red and green light flashing. Agent provided information on charge duration and advised patient to continue charging ins to full and then proceed to charge controller as needed. Agent reviewed turning stim on once ins is charged.